Event description:
It was reported that the catheter had dislodged. This was confirmed, however, the method of confirmation was not reported. No patient symptoms were reported. The catheter was revised or replaced. The type of medication, concentration and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.